Event description:
The below report was received by health authority food and drug administration (reference number: (B)(4)) on 15-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("have been having constant pain and inflammation in my right fallopian tube due to an essure device/ pelvic pain") and salpingitis ("have been having constant pain and inflammation in my right fallopian tube due to an essure device") in a female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2016, the patient had essure inserted. On (B)(6) 2023 she experienced pelvic pain (seriousness criteria hospitalisation and medically important) and salpingitis (seriousness criteria hospitalisation and medically important). An unknown time later she experienced menstrual disorder ("menstrual irregularities - painful and abnormal menstrual cycles"), dysmenorrhoea ("menstrual irregularities - painful and abnormal menstrual cycles") and micturition disorder ("unspecified kidney or urinary problem - issues with going to the bathroom") and was found to have weight increased ("weight changes - weight gain"). The reporter considered dysmenorrhoea, menstrual disorder, micturition disorder, pelvic pain, salpingitis and weight increased to be related to essure administration. The reporter commented: I have been having constant pain and inflammation in my right fallopian tube due to an essure device that I had implanted in 2016. I have had many problems with pain, issues with going to the bathroom, painful and abnormal menstrual cycles, weight gain, and pelvic pain. Discrepancy noted: impant date 2016 and (B)(6) 2023. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: no new information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5145230) on (B)(6)2023. The most recent information was received on 11-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("have been having constant pain and inflammation in my right fallopian tube due to an essure device / pelvic pain") and salpingitis ("have been having constant pain and inflammation in my right fallopian tube due to an essure device") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2016, the patient had essure inserted. On (B)(6) 2023 she experienced pelvic pain (seriousness criteria hospitalisation and medically important) and salpingitis (seriousness criteria hospitalisation and medically important). An unknown time later she experienced menstrual disorder ("menstrual irregularities - painful and abnormal menstrual cycles"), dysmenorrhoea ("menstrual irregularities - painful and abnormal menstrual cycles") and micturition disorder ("unspecified kidney or urinary problem - issues with going to the bathroom") and was found to have weight increased ("weight changes - weight gain"). The reporter considered dysmenorrhoea, menstrual disorder, micturition disorder, pelvic pain, salpingitis and weight increased to be related to essure administration. The reporter commented: I have been having constant pain and inflammation in my right fallopian tube due to an essure device that I had implanted in 2016. I have had many problems with pain, issues with going to the bathroom, painful and abnormal menstrual cycles, weight gain, and pelvic pain. Discrepancy noted: impant date 2016 and (B)(6) 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.